Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds at first deployment. The leadless ipg was recaptured and placed in a different position with good thresholds. Post-operative checks after one day showed high thresholds and diminished sensing. The leadlessipg was turned off and a new leadless ipg was placed successfully. No patient complications have been reported as a result of this event.